Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronic assembly. Pump received with minor scratched display window ,cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 175 mg/dl. The customer stated that the device fell into the pool. Customer reported that there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.